Event description:
It was reported that after insertion of the device, the physician was peeling away the introducer sheath when 1cm of the sheath body separated. A small portion of the sheath remained in situ. A small incision was made to remove the retained portion of the sheath. There were no further complications.